Event description:
Additional information received that the patient first underwent repositioning surgery in (B)(6) 2022 due to the device being positioned too far under her arm. The patient then returned a few weeks later for another repositioning surgery. After the second surgery the patient now reports that her device is "dangling" and she feels it hanging when she bends over. The patient went back into surgery in (B)(6) 2022 and per the surgeon, the generator was not sutured down and was moving freely in the patient's pocket. A new pocket was made for the generator and it was sutured down and all diagnostics were normal.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient was scheduled to undergo repositioning surgery after just receiving a replacement on (B)(6) 2021 but the reason for the repositioning surgery was not provided. No other relevant information has been received to date.

Event description:
Additional information obtained noting that the repositioning surgery was for pain and for patient comfort only.